Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, the left ventricular lead had dislodged. After repositioning, the lead exhibited high and low pacing impedance. Lead damage was suspected but not confirmed. The lead was removed and replaced during the same procedure on (B)(6) 2022. The patient was stable before during and after the procedure.

Manufacturer narrative:
Correction: h6 - update coding for non-device return investigation conclusion.